Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Did the surgeon confirm the washer was cut? Where in the green gap setting scale was the indicator located prior to the device being fired? Can you provide any additional information regarding staple form? What was the location of the bubbles? Was the defect in the anastomosis identified? If so, how was it repaired? Is the colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that during a low anterior resection, the registrar used the device as per normal and two donuts were observed as normal. When performing the leak test the surgeon noticed lots of bubbles and for that reason is unsure if the staples formed correctly. It was a difficult lar and a covering loop ileostomy was done and a rectum catheter inserted. The procedure time was not extended.

Manufacturer narrative:
(B)(4). Batch # p57r22. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.